Manufacturer narrative:
Pump error (B)(4) noted in the pump history and critical pump error (open book image) alarm noted during testing due to moisture damage electronic assembly on the printed circuit board and force sensor. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with faded serial number label, scratched case and minor scratched lcd window. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image on the insulin pump screen. The customer¿s blood glucose was 242 mg/dl at the time of the incident. The customer stated was swimming in the pool, came out of the pool because she received an alarm that she had a high blood glucose and when she went to give herself a bolus and the buttons were not responding and received the critical error again. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.